Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 3.0b, pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place.

Event description:
Medtronic received information that harm reported, with no allegation of device deficiency occurred. There was an allegation of hyperglycemia as a result of this event.